Manufacturer narrative:
H3/h6: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. One unused device from the same lot were returned for investigation. The devices were visually inspected. There were no anomalies noted upon visual inspection. Simulated leakage testing using a wet vein pad was performed on the unused sample and no seal leakage was noted. Examination of the unused sample's seal component displayed no punctures or tears in the o.d. Or web i.d. Of the component. Based on device analysis, the complaint cannot be confirmed. Review of manufacturing logbooks identified no definitive root cause for the reported complaint. Without the actual device available for investigation, the probable cause for the complaint is indeterminate.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the while the catheter was threaded into the vein, the valve did not work, and blood came out of the intravenous. There was patient involvement, no injury was reported.

Manufacturer narrative:
Corrected: health effect - impact code, there was a patient involvement. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.